Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a transient ischemic attack. After a pulsed field ablation (pfa) procedure to treat an atrial fibrillation with a farawave catheter, the patient presented to a routine follow up and was admitted to hospital with a transient ischemic attack. The pfa procedure was long, with difficulties positioning the catheter in the coronary sinus and transseptal. Per the physician comments, the patient did not take any medication after the procedure. The patient had recovered from the event successfully and was discharged from the hospital. The device is not expected to return for laboratory analysis.